Event description:
The customer reports that the crystalens haptic was torn. The lens damage was observed when the lens case was opened; no patient contact.

Manufacturer narrative:
The customer reports that the lens damage was noticed when opening the packaging. No lens will be returned. Unable to determine root cause.